Event description:
The hcp reported the patient was experiencing increased pain and right leg edema. The drug used in the pump is morphine 25mg/ml at 3.89 mg/day. Roller studies were done on the pump. Volume discrepancies were noted (see MFR report #6000030200501978). The hcp reports intermittent catheter kinks were noted behind the pump with abdominal adhesions and scar tissue formation around the catheter. The pump was later replaced in 2006. The catheter remains in use. The patient recovered without sequela.